Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported by the patient's mother that they had a pod that was deactivated due to high blood glucose levels. Patient's mother stated that despite the boluses the bg levels were still rising. The patient had a blood glucose levels of high, over 500 mg/dl. The patient was now vomiting. Patient was taken to the hospital. The patient was there treated by manual injections. The patient's blood glucose, carbohydrate, and insulin history are as follows: (B)(6).